Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The second clip was attempted to grasp the leaflets three times, which was difficult due to challenges with imaging. The grasp was sufficient and leaflet insertion assessment was satisfactory. After deployment, the clip was stable. It was noted that first clip had a lot of movement but was also stable. The tr was reduced to grade 2+ on (B)(6) 2024, a single leaflet device attachment (slda) was observed with the second clip. The reduction was still grade 2+. Movement was noted with the first clip, but it remained stable on both leaflets. No additional intervention was required.